Event description:
I have type 1 diabetes. Yesterday, I inserted a new tandem diabetes autosoft 90 infusion set about mid-morning. Yesterday evening I tested my blood glucose level and it was unexpectedly high at 463 mg/dl. This is the highest level I ever recorded in 50 years of taking insulin. When my glucose continued high, I suspected the infusion site. There is no insulin obstruction alarm function on the t:slim pump. (My former pump, a roche spirit pump had an occlusion alarm). Thus, the only way to know there is a problem with a tandem pump infusion set is to have a sky-high blood sugar and remove and check the infusion cannula. I did so and found the cannula was in fact kinked at 90 degree angles in two different places. Infusion cannula kinking has happened before; but this time two of the last three sets have kinked off, hinting this is likely a mfg lot issue. I also recently had a problem with a defective tandem cartridge, which the pump rejected, and I returned the defective cartridge to tandem earlier this week. The cartridge had just been filled with insulin worth c $ (B)(6), which I could not recover, so I'm asking tandem to reimburse my insulin cost. We shall see. I took pictures of the two kinked infusion sets, which I can send you. I pay unbelievable costs for diabetes supplies, and the tools are supposed to be dependable. The tandem pump system has proved very dangerous compared to earlier insulin pump systems I have used since the early 1990s. What I want the FDA to do immediately is open an investigation case on tandem diabetes, (B)(4) and keep me apprised of all product investigations, findings, and remedies for pts. I'm sure there are many other endangered pts. Meanwhile, my situation is I am stuck with a dangerous, unreliable insulin pump system that I depend on for survival (and pay a great deal of money to have). I would like you to shut down tandem and make it possible for me to swap out to a safe and effective insulin pump system, asap. Meanwhile I called the supplier to order a different type of infusion set that is manually inserted and hopefully will be more reliable and safe. Meanwhile, there is the cartridge issue and the fact the t-slim pump has no obstruction alarm, among other problems. Again, two of my last three infusion sets have kinked off. I do not know if the current one will, too, since I can only wait, test, and eventually pull it out to look, since there is no occlusion alarm. Just an hour and a half ago my glucose was 355, so this current inf set is not looking good either. Extreme hyperglycemia. FDA safety report ID# (B)(4).